Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported detachment. Upon investigation, according to the picture the tubing was detached from the tubing connector. No further information available.